Event description:
During a procedure to start a peripheral intravenous (IV) line in the patient's left wrist, the clinician attempted to connect an extension set from the IV start kit and the connection immediately began to leak. Several attempts made to loosen, disconnect and re-thread luer connection had failed. Two more attempts to use extension sets from additional opened IV start kits still failed to correct the leak. The clinician then opened an individual extension set from a different manufacturer and a tight non-leak connection was made. The clinician decided to remove the IV catheter along with all leaking extension sets and send them to the biomedical engineering department for logging and manufacturer analysis. An addition IV catheter was started along with the second manufacturer set with no additional leaks or issues. There have been additional reported failures or leaks when using the components of the IV start kit. This is an assembled kit with items from various manufacturers. The biomedical engineering department notes that the assembler of kit is the manufacturer of the device (IV start kit). No individual component manufacturer information is provided in the packaging. Manufacturer response: we are attempting resolution on an ongoing issue.